Manufacturer narrative:
Per the reporter, the caretaker accidently spilled water from the humidifier chamber onto the device and then an error message was displayed. The customer returned the device for evaluation and a 2 year preventive maintenance. The device was received by resmed and an evaluation was performed. Review of the alarm logs confirmed a single occurrence of system fault sf101 and in-house testing could not reproduce the error message. Internal inspection found no damage to the device and the device passed the functional tests. The device was serviced, cleaned, calibrated and tested before it was returned to the customer. Resmed's risk analysis for these failure modes concludes that the risk is acceptable. Resmed reference #: (B)(4).

Event description:
It was reported to resmed that an astral device displayed an error message (sf101) indicating an incorrect outlet pressure measurement. There was no patient injury reported as a result of this incident.

Manufacturer narrative:
The astral device data logs were returned to the resmed design house for an extensive engineering investigation. Review of the device data logs confirmed two occurrences of system fault 101 and also revealed the occurrence of system fault 218. Based on all available evidence and investigations of a similar nature, the system fault 101 was due to device contamination and system fault 218 is a watchdog alarm that was triggered as a byproduct of system fault 101. Resmed's risk analysis for this failure mode concludes that the risk is acceptable. Resmed reference #: (B)(4).

Event description:
It was reported to resmed that an astral device displayed an error message (sf101) indicating an incorrect outlet pressure measurement. There was no patient injury reported as a result of this incident.